Manufacturer narrative:
The reported event of a prolapsed cusp was confirmed. Also reported was mitral regurgitation. All three cusps were torn, leading to incomplete coaptation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
The 25 mm epic valve was implanted during a mvr on (B)(6) of 2015. In (B)(6) of 2017, at a regular follow-up, mild mitral regurgitation was noted. At the beginning of 2018, the patient was diagnosed with severe mr. (B)(6) 2018 the patient was admitted to the hospital due to cardiac insufficiency. An echocardiogram revealed that a cusp located on the medium septal side appeared to be prolapsed resulting in mr. On the (B)(6) 2018 the valve was explanted and an on-x mechanical heart valve was used.

Event description:
On (B)(6) of 2015, a 25mm epic valve was implanted during a mvr. In (B)(6) of 2017, at a regular follow-up, mild mitral regurgitation was noted. At the beginning of 2018, the patient was diagnosed with severe mr. On (B)(6) 2018 the patient was admitted to the hospital due to cardiac insufficiency. An echocardiogram revealed that a cusp located on the medium septal side appeared to be prolapsed resulting in mr. On (B)(6) 2018 the valve was explanted and a on-x mechanical heart valve was used to complete the procedure.